Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after announcing a high-carbohydrate meal while using the ilet system, with a concurrent fingerstick value of 416 mg/dl and ilet-reported value of 345 mg/dl; the user had announced the meal and the system delivered a meal bolus, and a bent cannula was discussed as a potential infusion set issue with troubleshooting and education provided, including recommendation to change the set. Symptoms included elevated blood glucose without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia that began to decline following meal insulin delivery, with no alerts for prolonged hyperglycemia, no backup therapy, no medical intervention, and no assistance required. Investigation included review of device data and user interview. Investigation of this case revealed that hyperglycemia was consistent with underestimation of meal carbohydrate content and a potential infusion set cannula issue, with device communication and alerts functioning as expected. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement and possible infusion set occlusion or displacement.